Event description:
It was reported that the patient alert triggered. A fracture or a pin-insertion issue was suspected. The device and lead were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4): the device was returned and analyzed. No anomalies were found. (B)(4): the distal segment of the lead was returned and analyzed. The proximal conductor was fractured and the defib conductor was distorted. Blood/body fluid was found on several conductors, including the distal conductor (not obstructed). The outer insulation exhibited an abrasion (breached) and was breached cut. Blood/body fluid was found on the outer tubing overlay, which was also breached cut, melted, and exhibited cosmetic environmental stress cracking. A white substance was found on the exposed defib coil.